Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since implantation of the implant, 4 channels have been disabled due to being damaged because of multiple manipulations during electrode insertion. Now also channel 12 is disabled because of pain. The clinic is considering re-implantation with a new implant because the audiological and speech outcomes are not good.

Manufacturer narrative:
Conclusion: based on the received information from the field, four apical channels show hi impedance since implantation due to a damage to the active electrode, which occured during implantation surgery. The damage was confirmed during device investigation. In addition, one channel has been left extra cochlea at the time of implantation and 2 more channels have been found extra-cochlear at the time of explantation, which might contribute to the lack of benefit. This is a final report.

Event description:
Since implantation of the implant, 4 channels have been disabled due to being damaged because of multiple manipulations during electrode insertion. Now also channel 12 is disabled because of pain. The user has been re-implanted on (B)(6) 2025. 3 channels have been found extra-cochlear at explantation.

Manufacturer narrative:
Additional information: based on the received information from the field, four apical channels show hi impedance since implantation, which indicates that the electrode has been damaged during implantation surgery. In addition, one channel has been left extra cochlea at the time of implantation, which might contribute to the lack of benefit. The concerned device was explanted, but has not been received for investigation yet.

Event description:
Since implantation of the implant, 4 channels have been disabled due to being damaged because of multiple manipulations during electrode insertion. Now also channel 12 is disabled because of pain. The user has been re-implanted on (B)(6) 2025.